Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Door not fully latched alarms were confirmed and were determined to be caused by a failed link switch. The upper and lower auxiliary assemblies, which contains the failed link switch, were replaced.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no pt injury.